Event description:
It was reported that during a laparoscopic sigmoidectomy, an error 5 was displayed and the device became not to be activated. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not contacted with a clip or a forceps. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand control button was not functional. However, it did activate when tested with the foot switch. No error codes were displayed during testing. The device was disassembled to inspect internal components. Corrosion was found at the min hand activation dome. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.